Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and confirmed the reported problem and replaced the probe wipe assembly. This resolved the leak. In addition, the fse found split tubing at pinch valve pv37; the tubing was also replaced. Identification of failure modes: the failure modes are related to the probe wipe assembly which needed replacement and split tubing at pv37 which was replaced. No erroneous results were generated in connection with the reported event. The failure mode that relates to the probe wipe is likely to cause erroneous cbc (complete blood count)/differential parameters in secondary mode, due to carryover as the manual aspiration probe is not being appropriately rinsed between samples. A failure at pv 37 could also contribute to manual mode carryover, affecting cbc/differential parameters. Evaluation of labeling: per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The leak was described as 1 cc of fluid leaking from the rinse block of the instrument as the probe was backwashing; the leak was not contained. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.